Event description:
In 2009, a stryker pain pump was installed in the pt who had abdominal surgery. Two catheters were implanted in the surgical field to instill anesthetic medication. The catheters leaked at the junction of the tube from the pump that split into two tubes. Ninety percent of the fluid leaked and did not go into the pt. I taped the leaking and it can be seen. Due to the leak, the pt required substantial amounts of IV and oral narcotics to relieve her pain and this led to other complications. I called the pt hotline, and was connected with stryker tech support operator. She told me there was nothing that could be done as the device was a sterile, closed system, so none of the parts could be changed and she referred me back to our physician for pain management. She told me she would file a report and asked that I return the pump - it is disposable to the hospital so stryker could examine it. I gave her all of the info from the back of the pump, and urged her to make sure that no other pts were given similar defective devices. Stryker painpump2 ref: 575, lot# 09209012.